Event description:
It was reported that (1) mcl20 was used during an unknown procedure. It was reported by the rep that the device would not fire when surgeon tried to use it. Later, the scrub nurse was able to fire it. Finished with another clip applier to complete the case. There was no consequence to pt.